Event description:
Reportedly, during a follow-up on (B)(6) 2015, noise was observed in the subject device ventricular channel without any therapy delivery. A re-intervention was scheduled for (B)(6) 2015.

Event description:
Reportedly, during a follow-up on (B)(6) 2015, noise was observed in the subject device ventricular channel without any therapy delivery. A re-intervention was scheduled for (B)(6) 2015.